Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a clot issue occurred. The investigation was completed on 25-sep-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. According to the picture provided by the customer, a reddish material (presumably blood) was observed inside the hub component and tube, however, during the analysis in the lab, no evidence of this residue was found. Thrombus/clot could not be identified in the physical analysis. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 20-oct-2023, noted a correction to ¿h6. Medical device problem code¿ field as originally processed as device contamination with body fluid (a180103) and it should have been coded as coagulation in device or device ingredient (a030202).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The picture investigation was completed on 10-aug-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided, a reddish material (presumably blood) was observed inside the hub component and tube; however, thrombus/clot size could not be determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo 8.5f bi-directional guiding sheath ¿ small and a clot issue occurred. It was reported that when the carto vizigo 8.5f bi-directional guiding sheath ¿ small was in the transseptal and the physician was flushing out the sheath and clearing out the line, a clot was discovered within the clear hub of the carto vizigo 8.5f bi-directional guiding sheath ¿ small. They tried to withdraw the carto vizigo 8.5f bi-directional guiding sheath ¿ small back and remove the clot without resolution. They tried removing the clot while the carto vizigo 8.5f bi-directional guiding sheath ¿ small was outside of the patient and the issue persisted. They tried to fast flush the carto vizigo 8.5f bi-directional guiding sheath ¿ small and the issue persisted. They replaced the carto vizigo 8.5f bi-directional guiding sheath ¿ small and the procedure continued without further issues. There was no patient consequence reported. Additional information was received on 02-aug-2023. The system did not present any error messages. No issues related to temperature or flow. No ablation was performed with the sheath that was removed. Act was maintained at above 300. Picture provided. No ablation was performed when clot was noticed. Heparinized saline was utilized throughout procedure additional information was received on 09-aug-2023. The patient did not exhibit any neurological symptoms since the procedure was completed. There were no patient consequences / symptoms during the procedure. The clot issue was assessed as MDR reportable.